Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged cosmetic damage located at the back and critical pump error (open book image) alarm found on july 19, 2021. Pump was received with a cracked case-corner of belt clip rails near the battery tube compartment. No critical pump error (open book image) alarm noted during boot up. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. Successfully downloaded history files and traces using thus. Successfully downloaded comlink3 files. Per r&d engineer, there was no evidence of the critical pump error (open book image) alarm noted. Pump was cut open to perform visual inspection and found no corrosion or moisture damage on the electronic assembly, force sensor and motor assembly noted. However, corrosion was found in the vibrator assembly noted. Force sensor zero offset within specification (23.6 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a stained keypad overlay, a pillowing keypad overlay, a scratched case and a serial number label fading. Cosmetic damage was confirmed at the back. Per r&d engineer, there was no evidence of the critical pump error (open book image) alarm noted. However, during visual inspection, corrosion was found on the vibrator assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had open book image error alarm. Customer stated that the insulin pump stopped working. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.